Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 29-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-dec-06, information was received from a patient receiving dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient's current catheter was not in the spinal area. The catheter tip was not in the spinal column. It was determined (B)(6) or (B)(6) 2020 when a new healthcare professional (hcp) performed an ultrasound because the patient was having fluid collecting in the back by their spine, "again" ((B)(4)). The patient stated that prior to their current catheter being implanted, the pump had been off for months. The hcp filled the pump with fentanyl (dose and concentration unknown). The patient then stated their current catheter was not getting the medication to the spinal column. The patient stated that even though the catheter was not getting all the medication to the spine, they were feeling the medication. Additional information was reviewed. Troubleshooting was not required. The issue was not resolved as troubleshooting was not needed. The patient was redirected to their hcp to further address the issue.